Manufacturer narrative:
The review of the manufacturing paperwork verified that the lot met all pre-release specifications. (B)(4).

Event description:
On (B)(6) 2016, the patient underwent endovascular repair of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. After trunk-ipsilateral leg (rlt281218j/14774034) was implanted, type ib endoleak was found. Aorta extender (pla280300j/14477236) was planned to be implanted for the endoleak. When pla280300j/14477236 was deployed, it unintentionally covered the right renal artery. A metal stent were implanted to recover the flow in the right renal artery. According to the report, the reason of the unintentionally coverage was due to a guide wire choice and not good contrast material condition. The patient tolerated the procedure. No further information is available.